Event description:
Customer reported keypad anomaly. The blood glucose reading is 223 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
All operating currents were within specification and the insulin pump passed the displacement test and the self test. No blank display was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.